Event description:
On (B)(6) 2011, patient reported the arrow buttons on the infusion device were not working all of the time. Patient stated the up and the down arrow buttons did not always work when he was attempting to start a quick bolus. Patient reported they would work sometimes but not all of the time. Patient stated the arrow buttons pop back out when pressed. Patient was aware of the up/down button recall. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.